Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a significant discrepancy between cgm and bg meter readings. The cgm displayed a glucose level of 196 mg/dl, while the bg meter indicated a critically low level of 50 mg/dl. The patient reported feeling symptomatic, including weakness to the point of being unable to walk and impaired vision. His spouse assisted him in driving to the emergency room (ER). At the emergency department, a blood glucose fingerstick (bgfs) confirmed hypoglycemia, although the exact value was not recalled by the patient. He also could not remember the cgm readings at that time. The patient received two glucose injections at the ER. Later that same day, he was transferred and admitted to a larger hospital. Upon admission, his bg meter again read 50 mg/dl. He received additional glucose injections, though he was unable to recall the dosage or frequency. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when patient was symptomatic. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was admitted to the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.